Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer jammed and was unable to get the medication from the device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 07/08 were awaiting key confirmation and zones 07 and 08 were unchecked and required re-enabling after repair. A field service engineer opened the back panel while the station was powered on and observed missing indicator lights on the module controller for drawers 7 and 8 and powered down the station, replaced the module controller, powered it back on, confirmed the lights were restored, coordinated with medbank cubex, and verified all station functions were working to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer jammed and was unable to get the medication from the device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.